Manufacturer narrative:
The unit had no vibration during the self-test due to a broken vibrator motor wire. The unit did not have any cosmetic damage. (B)(4).

Event description:
The customer called in to report that the insulin pump was not vibrating. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 231 mg/dl. The customer performed the self-test and the device did not vibrate. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.